Event description:
During the intraoperative procedure the probe cover came apart at the bond. The procedure, as described by the reporting facility upon follow-up from microtek, described the procedure as using the ultrasound with the cover and setting the ultrasound aside during the procedure. When the ultrasound is retrieved the physician applies pressure to the bond to pull the cord back up the tube (cover) thereby putting stress on the bond. The ultrasound may be set aside multiple times, as described by the facility. It was also noted that the cases may be "long" (several hours) and the break is discovered at the middle to the end of the case.

Manufacturer narrative:
The drape from the reported surgical procedure at (B)(6) was returned by the sales representative (B)(6), the week of (B)(6) 2011. The drape was contaminated and sent to the sterilizer for eto sterilization prior to opening. The sterilized drape was returned on (B)(6) 2011, to microtek medical's (B)(4), facility. It was opened and reviewed by (B)(4) (quality). The drape had gel remaining inside the drape and appeared to have blood on the outside of the drape. The hospital had applied a surgical adhesive drape to the outside surface of the drape around the bond area of the sheath and the poly tube cover. The addition of the surgical adhesive drape obscured the original surface of the drape. The photo above shows that the shoulder of the sheath has pulled away from the bond area. The sheath did not appear to be broken. It had separated from the bond area. The sheath was intact. Because the device was contaminated and altered by the addition of the surgical adhesive drape, it was evaluated visually. Physical testing could not be conducted because of the condition of the sample. No mfg defects were evident based on the visual evaluation. No definite root cause could be determined by the visual review of the sample. Because of the condition of the sample, the sample was discarded appropriately in a red bag waste container.